Event description:
Boston scientific received information that the patient implanted with this device presented to clinic syncopal. A physician reported the patient was in atrial tachycardia response episodes 98% of the time. It was also reported the patient had 370 ventricular tachycardia (vt) detections, however the physician could not obtain any vt electrograms (egms). The physician reported that vt of 45 seconds lead to the patient's syncope. The physician inquired as to why no egms were available.

Manufacturer narrative:
Technical services discussed that if the vt detection is met while an active atrial tachycardia response is in progress, the device will increment the vt counter however an egm will not be stored until the current atrial tachycardia response episode ends. Attempts to obtain additional information were unsuccessful. Should additional information become available this report will be updated.